Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false positive results. Confirmation testing were obtained with confirmatory testing method - real time pcr. Additional information requested but not provided.